Event description:
According to the op report, this valve was explanted due to pv leak with resultant "significant" aortic insufficiency. At explant, "some" of the sutures that extended from the left coronary artery to the right coronary artery junction were noted to be "pulled through", resulting in a "gap". The valve was replaced with a sjm 21ahpj-505 and a coronary artery bypass procedure was also performed. The pt was transferred to the recovery room in "satisfactory" condition.